Event description:
Patient arrived with ambulatory chemotherapy pump infusing. Patient's pump was due to be finished. Chemotherapy pump was connected two hours later at a rate of 25.7ml/hour to run over 22 hours with a total volume of 515.42ml. Upon arrival, the rn checked chemotherapy pump, expecting all chemotherapy to be infused into patient. Inspection of pump revealed that there was approximately 300ml not infused into patient. Pump rate was still at 25.7ml/hour and the total pump volume infused stated that 592ml of drug had infused. All buttons on the ambulatory pump were locked so that the infusion rate and volume could not be changed by patient. Patient then reported to rn that pump had been infusing all day/night until at 6 hours after the chemotherapy pump was connected, the pump beeped - pump message said "error" on it. At that time, patient turned the pump off and replaced the battery and started the pump back on. The pump then continued to run, with the light flashing green, and the del display on the pump. At that time, patient noted that there was a large amount of chemotherapy still in the bag.